Event description:
Procedure: lap gastric bypass. Patient sex: unknown. Reportedly, when the device was fired, the staples did not form. Therefore, the anatomies had to be over sewn and doctor had to insert a drain into the pt.